Manufacturer narrative:
Product event summary: image files were returned and analyzed. Image review of 3d maps was complete. Images depict pulsed field ablation (pfa) to superior vena cava (svc) at right atrial junction in region of sino-atrial node. Images confirm intermittent junctional rhythm in the sweep graph with ablation to anterior and antero-lateral svc in proximity to sino-atrial node. In conclusion, the reported clinical issue, 'heart rhythm change' can be plausible though the data analysis. The physical product was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient's heart rhythm appeared changed and inconsistent after the first pulsed field ablation lesion in the superior vena cava. The rhythm appeared junctional after application of all lesions. An electrocardiogram performed approximately 30 minutes post-procedure showed no p-waves. Temporary stunning of the sinoatrial node was suspected. The case was completed. No further patient complications have been reported as a result of this event.